Event description:
It was reported that during the implant a competitor's guide wire became stuck in the lead. The lead was explanted and a different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and guidewire stuck in lead. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was pulled apart due to overstress, the lead appeared damage at implant and the lead was stretched.